Event description:
Customer tested 0.6 mmol/l on compact plus system 1, and 9.3 mmol/l on compact plus system 2 within 10 minutes. Customer took humalog based on the result of 9.3 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in compact plus system 1 (lot number 208056, expiration date 09/30/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in compact plus system 2.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in compact plus system 1 (lot number 208056, expiration date 09/30/2013). (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.